Manufacturer narrative:
Qc before and after the event recovered within range. A field service engineer (fse) went on-site and performed a pm (preventive maintenance) and verified the instrument's performance. The customer observed rare large platelet forms and rare tiny platelet clumps on the manual platelet scan review. Per product labeling, platelet clumps are a known interfering substance for the platelet parameter. The bci instrument performed as expected.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous low platelet (plt) results generated by the coulter lh 780 analyzer for one patient. The erroneous results were reported outside of the laboratory and questioned by the physician. Manual platelet estimates were performed with results that ranged from 112,000 - 122,000 and corrected reports were issued. There was no death, serious injury or change to patient treatment associated with this event.